Manufacturer narrative:
Concomitant medical product: product ID: a3dr01ipg implanted: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, as a result of losing the slack of both the right atrial (ra) lead and right ventricular (rv) lead during the hospitalization after implantation, undersensing was identified. It was also reported the ra and rv lead dislodged. Revision procedure was performed, the ra lead slack was adjusted and the lead remains in use. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.